Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02742 & 02126).

Event description:
It was reported that patient underwent a left orthopedic salvage knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to unknown reasons. All products were revised except the femoral component. Patient was revised again on (B)(6) 2015 due to fractured anchor plug. All products were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that fracture did occur on the anchor plug; however, the root cause of the event could not be determined.

Event description:
It was reported that patient underwent a left orthopedic salvage knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to fractured anchor. All products were removed and replaced.